Event description:
The customer observed a falsely depressed magnesium result for one patient on the architect c16000 analyzer. The following data was provided: (B)(6) magnesium initial 0.44 mmol/l, repeat 0.88 mmol/l. There was no impact to patient management reported. The abbott service technician visited the customer site and realigned the tubing and reseated all the syringes and valves, along with washing all the cuvettes. The issue appears to have resolved.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Further investigation of the customer issue included a review of historical complaints, field service of customer's instrument and a review of labeling. Historical complaint reviews did not identify an adverse trend. Field service found multiple crimps in the tubing impeding water delivery to the probes and acid wash. The tubing was realigned, all syringes and valves reseated, the issue was resolved. Fluidics issues are common causes of erratic results, but no other complaints were found indicating the tubing was crimped. No adverse trends were identified. Based on the available information, a deficiency was not identified. There is not enough information to reasonably suggest a malfunction occurred. The tubing was crimped impeding water flow, but no other factors were identified that may have contributed to the complaint issue. Current labeling provides troubleshooting assistance for erratic results and describes maintenance procedures to flush and inspect syringes and lines for leaks and bubbles which may have detected the problem. Labeling was reviewed and found to be adequate. No additional issues were identified.